Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. The upstream and downstream thermistors were found to be within specification. A review of the event history log revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345 (thermistor disparity) during programming. The reporter stated that while programming the intravenous pump, the pump immediately failed. The nurse turned the pump off and turned it back on, but it did not work. The event occurred in the critical care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.